Manufacturer narrative:
The reported event of marker anomaly was confirmed. Based on the information provided, the atrial interval was marked ¿>1200 ms¿ due to the interval of the 2 consecutive atrial events being added together. The device is performing per design.

Event description:
During an in-clinic follow-up, a marker anomaly occurred on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.